Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. The customer reported the following complaint issue: ¿during the procedure the product in question attempted to be placed over a wire guide through the scope and placed into the cbd. The evo-fc-10-11-6-b device was returned for lab evaluation. On evaluation of the returned device, it was noted that the polyimide was kinked near the tip possibly due to scope advancement. There was also a kink evident on the flexor which possibly occurred manipulating the introducer into the scope. This kink was straightened, however, heavy resistance was still felt when attempting to deploy the stent. The stent was deployed during lab evaluation and no issues were noted. There was no issue passing a 0.035¿ wire guide through the device. It was noted that the clear tubing near the tip was flared indicating that force may have been applied. Following device evaluation, additional queries were requested, to which the reporter responded: ¿the elevator was open.¿ the customer complaint was confirmed as there were kinks evident on the flexor and resistance felt on deploying the stent. A possible cause for the difficulties experienced may be that the flexor became kinked on insertion into the scope causing difficulties passing the device through the scope and in turn causing issues for deployment. However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the evo-fc-10-11-6-b device revealed no discrepancies that could have contributed to this complaint issue. The instructions for use, which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also: "introduce device in short increments into accessory channel of endoscope until zip port is inside of the accessory channel then relock wireguide. Continue advancing in short increments." From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the procedure the product in question attempted to be placed over a wire guide through the scope and placed into the cbd. The first stent failed to deploy more than half way once correctly placed in the cbd. It was removed than another stent opened. (Reference related report # 3001845648-2017-00342). The 2nd stent had trouble passing through the end of the scope. The white tip appeared to be bent and could not be passed through end of the scope and into the patient over the wire guide so that deployment could begin. (This report).